Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ablation procedure, the device had an alarm issue and as generator displayed high impedance message. Another similar device was used to complete the case. There was no patient injury.